Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via the manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. An email from the neurosurgeon to the rep reported that the patient's therapy was intermittently turning off. The doctor indicated that when they saw the patient , the ins was off but the hcp went back to the usage stats and it said the battery had been off intermittently over the last few months. The doctor indicated a few possible causes of the ins turning off, and stated either the ins was defective or the patient was turning off the battery on their own , inadvertently in which case education would be key. It was also reported that there pain over the leads. The rep was not with the patient at the time of the call, so trouble shooting would not be done. It was suggested for the rep to have the patient bring in the recharger, looking at recharging statistic for discharge battery voltage, coupling and charge voltage from beginning to end. Rep was advised to check impedance at different postures, and also assess with patient or family member if al was performed during the off state.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the cause of the therapy turning off intermittently was unknown. The issue was not yet resolved.